Event description:
The system sample barcode reader on an advia centaur xp analyzer misread one (1) afp patient sample barcode. The laboratory noticed the sample ID mismatch error during manual review of the sample ids and results. The mismatched afp result was not reported to the physician. The sample was retested, and the correct result was reported out. There were no known reports of patient treatment being altered or prescribed. There were no known reports of adverse health consequences due to the system sample barcode reader having misread the afp sample barcode.

Manufacturer narrative:
A siemens healthcare diagnostics inc. Fse (field service engineer) was dispatched to the customer site for instrument evaluation. After evaluating the instrument, the fse cleaned the barcode reader to remove serum, proactively blackened worn areas of the reader's backstop, re-calibrated the barcode threshold, and ran barcode tubes to check the reader. The actual cause could not be determined, and no conclusions can be drawn as to what caused the barcode reader to misread the afp sample. The instrument is performing according to specifications. No further evaluation of the system is required.